Event description:
It was reported that the pump shut off unexpectedly while charging. There was no adverse impact to the customer's blood glucose level. During troubleshooting, the pump was reset, and insulin delivery was resumed successfully.